Event description:
It was reported that customer is experiencing high and low blood glucose levels. Customer reported that there was a 911 called for changing blood glucose levels. Customer's blood glucose ranged from 48 to 429 mg/dl. Blood glucose value at the time of admission was 42 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).